Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. 510k: this report is for an unknown hook plate/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 1995 and 2006. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: windhamre , h., von heideken, j., une-larsson, v., ekelund , a., surgical treatment of chronic acromioclavicular dislocations: a comparative study of weaver-dunn augmented with pds braid or hook plate, journal of shoulder and elbow surgery, journal of shoulder and elbow surgery, volume 19, issue 7, october 2010, pages 1040-1048, (sweden). The purpose of this study was to evaluate two (2) groups treated with different types of surgery for chronic ac-joint dislocations, and to see if weaver-dunn (w-d) augmented with a temporary hook plate gives any advantage compared to w-d augmented with a suture loop around the coracoid process. Retrospective comparative study was done of all patients treated for chronic acromioclavicular joint dislocation between 1995-2006; 47 out of 52 included patients were re-examined. Twenty-three patients were operated with w-d augmented with polydioxanone (pds)-braid and 23 patients with w-d and a temporary hook plate. Thirty-six were re-examined and new radiographs were taken, while 11 patients were evaluated over the phone. There were 10 women and 13 men in the w-d augmented with pds-braid group and 5 women and 17 men in the w-d and temporary hook plate group. The hook plate used was from synthes. Clinical and radiographic outcomes were then evaluated. The mean constant score was 75 for the hook plate group. All patients in the hook plate group had pain at movement and pain at rest, according to visual analogue scale. Scores. 3 patients in the group treated with a hook plate developed superficial infections treated with oral antibiotics. One patient initially operated with a hook plate (phone interviewed) had a complication where the hook dislocated immediately after surgery. The patient underwent revision with a new hook plate 3 days postoperatively. This patient had a constant score of 73, 101% of the uninjured shoulder, spadi 17, dash 20, ssv 70, and rated the result as good. This report is for unknown synthes hook plates. This is report 1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.